Event description:
Healthcare professional reported patient was injected in the lips with juvéderm® ultra plus xc. A ¿lip occlusion¿ in the lower right side occurred. Patient was treated with 1500 units of hyaluronidase were provided 2 hours apart, total 300 units. ¿bruising and occlusion¿ resolved after 24 hours.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported patient was injected in the lips with juvéderm® ultra plus xc. A ¿lip occlusion¿ in the lower right side occurred. Patient was treated with 1500 units of hyaluronidase were provided 2 hours apart, total 300 units. ¿bruising and occlusion¿ resolved after 24 hours.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number: 963/3. Continued h.6. Type of investigation code: b15, b17, b20. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.